Event description:
While I was helping a fellow colleague remove a stylet from an inserted dubhoff, the blue cap on the end of the stylet that covers the stylet and aids in removal, became detached and my right index finger was punctured approximately 1/4" length of the hooked part of the stylet. The tube was previously flushed to aid in stylet removal. The punctured area was washed immediately with soap and water.